Manufacturer narrative:
The manufacturer investigated the log files of the iolmaster 500 and found that the healthcare provider had used a specific unusual workflow sequence. The manufacturer has determined that this workflow sequence could result in the observed problem due to a software anomaly. A determination was made that this malfunction could potentially lead to the selection of a sub-optimal iol if not detected by the healthcare provider.

Event description:
It was reported that during a cataract consult the healthcare provider discovered that the iolmaster 500 had provided the wrong intraocular (iol) calculations for the patient when using the multi-formula function. The healthcare provider detected the anomaly because the iol lens power calculations of the second printout differ from what was on the screen. As a result, the healthcare provider did not use the data to perform iol implantation.